Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occurrences, air bubbles were observed along the infusion set tubing. Reportedly, the customer was not following the proper air removal process. Tandem technical support educated customer regarding cartridge air removal process. Blood glucose level was 200 mg/dl. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy.